Event description:
Reporter noted vitrectomy machine was attached to extension cord; extension cord dislodged from wall socket; machine stopped; no battery pack in machine. Instrument perforated the eye. Anatomical repair required.